Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on 04-aug-20. Visual analysis of the photographs a device appears to be intact. Labeled as right. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture discovered via MRI. Device remains implanted.